Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data, section h device manufacture date and section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the bio ID was not scanning fingerprints. A field service engineer found that the cable connected to the bio ID was loose and tightened it to resolve the issue. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not allow the user to scan their finger to access the system. The user performed three hard reboots, but the unit would not progress beyond the blue carefusion screen, and they were unable to reach the main screen or access any medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower would not allow the user to scan their finger to access the system. The user performed three hard reboots, but the unit would not progress beyond the blue carefusion screen and they were unable to reach the main screen or access any medications.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not allow the user to scan their finger to access the system. The user performed three hard reboots, but the unit would not progress beyond the blue carefusion screen, and they were unable to reach the main screen or access any medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date & manufacturer narrative a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.